Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an incisional hernia repair with several hernia orifice of the median laparotomy on an unknown date and mesh was implanted. The patient complained about discomfort. Antibiotic was given because the patient experienced a temperature above 38 degree c one time. The patient was discharged 9 days postoperatively. The patient was readmitted to the hospital with increasing discomfort and suspected subileus and a laparoscopy was performed. During the procedure, the omentum majus was found firmly adherent on the mesh. Relatively low adhesions were found to the peritoneum. A laparotomy was performed and the mesh was detached from the omentum and the coating from the mesh was partially separated, because it strongly adhered to the omentum. Additional information was requested.

Manufacturer narrative:
It was reported that the initial procedure was performed on (B)(6) 2015. The patient was readmitted to the hospital on (B)(6) 2015, because of cramp-like upper abdominal distress with nausea and vomiting. Examination/sonography revealed indolent abdomen as well as a known recurrent incisional hernia in the right lower abdomen. The patient was diagnosed with recurrent incisional hernia with incarceration and ileus of the small intestine, peritoneal adhesions, intestinal adhesions, reactive depression, allergical bronchial asthma, benign essential hypertension, hypothyroidism with left anterior fascicular block, hypokalemia and allergy towards penicillin. The patient underwent a reoperation on (B)(6) 2015 because of progressive abdominal distress and sonographically established ileus of the small intestine. Intraoperatively an incarcerated incisional hernia was seen, peritoneal and intestinal adhesions were removed. The previously implanted mesh was explanted and sent for histological examination. The hernia defect was closed by continuous suturing of the fascia. The histological examination of the explanted mesh revealed a chronically granulating cicatrizing inflammatory reaction. Treatment with antibiotics which had been started perioperatively was initially continued but then stopped because of the patient developing diarrhea. Postoperatively the patient developed clostridium enteritis which was treated with vancomycin after which she got better slowly. At the time of discharge the patient was in good state of health, without diarrhea, showing no pain, the wound is dry and free of irritation. The physician opines that this was a foreign body reaction to the mesh. (B)(4). The actual explanted mesh with visible fungi was returned for evaluation. No defects were observed on the mesh. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.